Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the pt. Received a bird's nest on (B)(6) 2009. It is alleged that the pt. Was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation. Clinical assessment. The IFU (instructions for use) state that the gianturco-roehm bird¿s nest vena cava filter is intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic disease; emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced; and prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Warnings in the ifus include: ¿do not rotate expanded filter hooks, excessive force should not be exerted during placement of the filter; if filter migration occurs transcatheter retrieval of the filter is not recommended; additional attention may be required to ensure adequate fixation of the filter hooks in vena cavae measuring larger than 40mm. No technique will completely eliminate the possibility of recurrent pe.¿ the ifus also state that vena cava wall perforation is a known potential complication of vena cava filters. Perforation can be both asymptomatic and symptomatic. Causes of penetration/perforation of the vena cava may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter, and/or procedures that involve other devices being passed through an in situ filter. The IFU also warns against overly forcing or ¿jabbing¿ with the filter/catheter/introducer sheath assembly, which could lead to perforation of the wall of the vena cava with the exposed hooks and struts of the filter. Per the IFU, potential adverse events resulting from filters include, but are not limited to: damage to the vena cava, vena cava perforation/penetration, and vena cava occlusion. Perforation of adjacent organs by a filter leg/strut can result in pancreatitis, peritonitis, nerve damage, bleeding, retroperitoneal hematoma, sepsis, and/or organ/tissue damage. This can result in the requirement for hospitalizations and/or additional surgeries, and may progress to a life-threatening condition, dependent upon the extent of the perforation and the organ involved. Without any information regarding the details of the placement of the filter, combined with the patient¿s history of liver cyst removal and pancreatic cyst while the filter was in place, causes of the event such as patient anatomy, user technique during implantation, potential procedures involving the abdomen after the device was implanted, device failure, inherent risk of the device, and/or manufacturing issues cannot be ruled out. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 4jun2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to pulmonary emboli and deep vein thrombosis. [Pt] is alleging vena cava perforation, device unable to be retrieved, organ perforation, mesenteric perforation, stenosis. [Pt] further alleges irretrievable filter, anxiety, mental anguish and stress. There are no filter retrieval reports.